Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It5 was reported that mount won't come loose. The mount was solid and did not come loose. The problem was resolved with another similar product.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) 2121, (impl twist mp-1 5.0 mm 11 .5 mm) for evaluation. Visual evaluation / functional test was performed, implant has a stuck mount that cannot be disengaged. Malfunction. DHR review was completed for the subject lot number 2022050372. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022050372 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-002j2, the most likely root cause determined from the investigation was clinician uses device improperly, insufficient instructions for use, insufficient training. Therefore, based on the available information, a device malfunction did occur. Stuck mount that cannot be disengaged. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.